Manufacturer narrative:
The hillrom technician found the foot section receiver and latch brackets needed to be replaced. The technician replaced the foot section receiver and latch brackets to resolve the issue. The investigation of the cause of this issue is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account on (B)(6) 2021, stating the distance between the two foot supports was too great and reported that a patient fell as a result of this malfunction. On january 11, 2021, the account provided additional information to hillrom, confirming that the patient involved was post-partum and she slipped while exiting the bed. She was supported by a midwife which prevented a fall or any injury. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The complaint report states that the fall occurred when the patient leaned on the lift-off section. The patient was caught by the midwives. Prior to the incident the lift-off section was locked and in place. A hillrom technician inspected the bed and found that the lift-off foot section fell because the distance between the two foot support receivers was greater than the distance between the latch bracket ends. The hillrom technician identified that the latch bracket parts of the foot section were bent slightly inwards. The technician has replaced the latch bracket weldment and foot section receiver. The affinity® 4 birthing bed is intended to be used as a birthing bed for women of child bearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. As per the device¿s instructions for use (IFU) pull on the foot section to ensure that it is locked into position. Note: if the foot section is not level, this is an indication that it is not locked into position. Additionally the affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification as per the the service manual. The service manual states: if any of these checks fail, repair or replace the part as applicable. If the repair or replacement does not correct the problem, remove the unit from service and contact hill-rom technical support." As part of the checklist special attention is to be given to the foot section to "examine for proper slide engagement of the foot section to the foot yoke casting assembly. Damage found to a device is readily detectable by visual inspection. A user would immediately recognize that the latch bracket parts of the foot section were bent and if necessary move the patient to another bed and remove the bed from the clinical environment. If a procedure or delivery of an infant were occurring at the time of the detection of the damaged lift-off foot section, the clinician would use their clinical judgement and immediately intervene and make adjustments to the bed as necessary. Should the malfunction of physically damaged latch brackets on a lift-off foot section recur the likelihood of serious injury or death to a patient as a result is negligible as it would be apparent to the end user that the foot section is damaged and cannot be properly secured and locked into place and the bed should not be used. The handling procedure of the foot section provided in the instructions for use (IFU) contain the following warnings: warning¿the foot section must be fully secured under the mattress to provide safe support. Possible personal injury or equipment damage could occur. The foot section must be locked into place. Pull to ensure that the latch is engaged. Investigation found that a previous field action (mod1224) was initiated in 2014 and closed in 2018 which modified the design of the affinity 4 lift-off foot section to eliminate any failure associated with the lift-off foot section falling due to bent latch brackets. The hillrom technician confirmed that the bed had the previous design to the implementation of the field action mod1224 of the foot section receivers (pn 142641/142642). This bed failed to be updated as part of field action mod1224 which updated the foot section receivers with service parts pn 188005/188006. Investigation identified that the device in the 2021 complaint was incorrectly listed as an affinity 3 model number p3700a base when it should be an affinity 4 model p3700b. Hillrom is conducting a field action to verify that the lift-off foot section has been updated via an inspection process - any devices that have not been updated will be corrected in the field the affinity 4 lift-off foot section may fail to support weight (and falls) as a result of misuse, damage, or abuse of the product. The following three root causes regarding the lift-off foot section¿s inability to hold weight were identified under capa01935. 1. If components involved in the lift-off foot section engagement are not meeting the design tolerance, it can result in lateral disengagement, 2. The yoke casting can flex elastically in the lateral direction causing disengagement of the receivers attached to the yoke from the foot section latch brackets. 3. Impact to the foot section when dropped can cause bending in the mounting bracket and therefore lateral disengagement from the receiver. Ssus000520 was implemented on (B)(6) 2014 to extend the foot section receiver legs to increase the engagement and add a gusset to the latch brackets to prevent the misuse case of bending if the lift off foot section is dropped during handling. The issue of this complaint is as described in the ongoing fsca with hillrom reference (B)(4). On the (B)(6) 2021 the fsca mod1331 was filed with FDA, we have not received a reference number as of yet. Hillrom is in the process of issuing the fsn to impacted consignees informing them of the potential risk associated with installed foot section being improperly engaged onto the bed secondary to the latch mechanism on the lift-off foot section of the affinity® four birthing bed being damaged which also provides the list of impacted beds as well as instructions for proper handling techniques and how to inspect whether the lift-off foot section has already been updated with the new latch bracket and foot section receivers and has adequate engagement into the receivers.

Event description:
Hillrom received a report from the account on (B)(6) 2021, stating the distance between the two foot supports was too great and reported that a patient fell as a result of this malfunction. On (B)(6) 2021, the account provided additional information to hillrom, confirming that the patient involved was post-partum and she slipped while exiting the bed. She was supported by a midwife which prevented a fall or any injury. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).